Event description:
It was reported that during the procedure to upgrade the patient from a pacemaker to defibrillator, the helix of the implanted right ventricular [rv] pacing lead would not retract after several attempts; thus, the lead could not be explanted. The rv lead was capped and replaced with an rv defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.